Event description:
The hub of the balloon catheter fell off as the physician was trying to screw on the syringe. The product was not clinically used in the pt.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.